Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the pharmacist reported on behalf of a patient that when introducing a cartridge into a humapen memoir device, the cartridge was breaking at the bottom and insulin was leaking out. The actual complaint device (batch 1(B)(4), manufactured january 2010) was returned for investigation. Missing segments in the ones digit on the display were observed. The detailed investigation determined that liquid ingress was likely due to a broken glass cartridge while in use in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxxxxxxxx or your healthcare professional.' Corrective action- liquid ingress a corrective action to redesign the flexible circuit board to improve the general protection of the electronic connections from liquid ingress is in process and the targeted implementation is (B)(4). This will significantly decrease the occurrence of missing segments due to liquid ingress. However, the damage due to liquid ingress in this specific case occurred at an atypical location and will not address this particular failure mode. Due to its rare occurrence, no additional corrective action is planned at this time. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. After 5 months of use, the patient's humapen memoir was not usable anymore. The humapen memoir was returned to the manufacturer. Upon examination, the humapen memoir was found to be in reset mode, and the right line of the dose numbers was not visible. When looking closer on the "shadow" of the segments, the right number looked like the letter "c." The humapen memoir is associated with product complaint (B)(4). The training status of the patient user was not provided. The suspect device had been used 5 months, and it was returned to the manufacturer.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. After (B)(6) months of use, the patient's humapen memoir was not usable anymore. The humapen memoir was returned to the manufacturer. Upon examination, the humapen memoir was found to be in reset mode, and the right line of the dose numbers was not visible. When looking closer on the "shadow" of the segments, the right number looked like the letter "c." (B)(4). The training status of the patient user was not provided. The suspect device had been used (B)(6) months, and it was returned to the manufacturer. Update (B)(4) 2011: additional information received (B)(4) 2011 via the global product complaint database. Added the device specific safety summary. Updated EU/ca device fields.